Event description:
During an in-clinic follow-up, low sensing was observed on the right atrial (ra) lead. X-ray imaging was performed and revealed the ra lead had become dislodged. A revision procedure was performed, and the ra lead was repositioned to resolve the event. The patient was in stable condition.